Manufacturer narrative:
A philips remote service engineer (rse) spoke to the clinical user regarding false asystole and missed beats alarms after an external pacer was applied. The rse walked the clinical through ECG analysis troubleshooting steps, including changing the primary wave to lead v, switching analysis mode to single lead, adjusting qrs threshold to 150mv, relearning rhythm, and verifying pacer mode. The clinical reported slight improvement but continued to see missed beats and pauses. The bedside nurse was instructed to replace electrodes, wash and dry the skin thoroughly, and place fresh electrodes closer to the heart (not on the sternum). No follow-up response was received from clinical, and the case was closed with no resolution confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device has false asystole and missed beats alarms after an external pacer was applied. The device was in use on a patient at time of event; there was no adverse event reported.